Manufacturer narrative:
Product event summary: analysis found that the cable was twisted, and the insulation was ruptured. It was also noted that the case lens was broken. Product ID 2090w programmer.

Event description:
It was reported the programmer intermittently powers down and at times does not power up. The power cord connection was checked, power cords were swapped, and the power switch was inspected. A service disk operation was completed and this seemed to resolve the issues for about two weeks. After this the programmer was powering down again. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.